Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg became inoperable after the patient had a shoulder surgery. The patient did not set the ipg to surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. As a result, the ipg was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.